Event description:
Hcp's office stated the pt was implanted in 1999 and developed symptoms 3/18/1999 of infection; incision tenderness, fatigue. Oral antibiotics were started. 3/29/1999 pt was febrile, 101.5 f. No change in spasticity. Abdomen tender, mild erythema of incision. Admitted to hosp and device explanted in 1999. 4/3/1999 back wound and abdominal wound cultures abtained in operation room showed acid fast bacillus. 4/7/1999 csf and abdominal wound cultures showed acid fast baciliius. Blood cultures were negative. Acid fast bacillus was mycobacterium fortuitum. IV antibiotics were given. The pt progressed with physical therapy in a rehab unit.